Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received; patient reported they connected with a manufacturer representative who helped them change their program and they are now back under control.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their first implant wasn't working and their doctor suggested botox treatments, which the patient didn't want to do, so they switched doctors. They received a new implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported she wanted to know if it was normal to feel pulsing. The patient had gone to the healthcare professional (hcp) the day before, who was trying to figure it out and had made it a little higher but when she had left the hcp, she had not felt the pulsing. The patient thought the hcp may have pushed the stimulation off button. The patient turned it back on again. It had been good for a week or so but then she started a little leaking. It was indicated the patient felt the stimulation and the therapy was confirmed to be on during the call. The patient was on program 1.3 and wanted to leave it there. Eleven days later additional information was received via the consumer that reported the patient had experienced a loss or change of therapy. The patient was at 1.3v. The therapy worked all day but not as well at night time as before. The patient would not get to the bathroom on time. It was noted the patient was scheduled to see the hcp tomorrow. The issue had begun (B)(6) 2016 (about a week ago). The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.